Event description:
Philips received a complaint on the heartstart xl+ indicating that the external paddles were damaged. There was no patient involvement. The fse evaluated the device on site. The fse found the paddles damaged. The fse replaced the paddles and the device returned to normal operation. No further action is required. Based on the information available and the testing conducted, the cause of the reported problem was the external paddles. The reported problem was confirmed.